Event description:
It was reported that the programmer took a long time to boot up and sometimes froze. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The programmer has a long boot up time. While downloading software, the programmer locked on the logo screen. Programmer has a noisy system fan. One hinge plate screw is missing. Printed circuit subassembly out of specification, cause unknown.